Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged on keypad traces. No numbers scrolling up noted. The insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons on their insulin pump were not working. The customer also states that the numbers started to scroll by themselves. The customer's blood glucose level at the time of incident was unknown. Troubleshooting was conducted. The customer was advised to discontinue use of the pump. The device is being replaced and returned for analysis.